Event description:
It was reported that the deep brain stimulation (dbs) patient experienced rigidity as a result of a loss of stimulation. Attempts to connect to the implantable pulse generator (ipg) were unsuccessful. The patient underwent a revision procedure to replace the ipg and did well postoperatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced rigidity as a result of a loss of stimulation. Attempts to connect to the implantable pulse generator (ipg) were unsuccessful. The patient underwent a revision procedure to replace the ipg and did well postoperatively.

Manufacturer narrative:
Device analysis performed on the returned ipg passed visual inspection however was unable to be link to a good known remote control (rc). Additionally, once connected to a power supply, further testing revealed that on the date the ipg implanted, the battery voltage quickly dropped from 2.839 volts direct current (vdc) to 2.555 vdc for an unknown reason. Whereas, after the date of implant the ipg voltage began to rise as expected however would not rise above 2.780 vdc and then began to quickly deplete. Furthermore, electrical measurements revealed sleep current and low resistance on a known node where high resistance was expected, confirming that the application-specific integrated circuit (asic) chip is damaged and was likely due to exposure to external high voltage or high current transient sources. A labeling review was conducted and did not reveal an anomalies. Additionally, labeling states that the following medical therapies or procedures may turn stimulation off, cause permanent damage to the stimulator, or may cause injury to the patient such as electrocautery, external defibrillation, diagnostic ultrasonic scans, lithotripsy, radiation therapy, transcranial stimulation, imaging as stated in the instructions for use (IFU). Engineers concluded the probable cause was unintended use error caused of contributed to event.